Event description:
The pt was being fed through a gastrostomy tube using a pump. The pump was running at 70 ml/hr. An lpn was called to assess the pt for vomiting. The nurse discovered that the pump administration set had dislodged from the pump. Further, the safety valve on the pump set was broken, causing the pt to receive a 300-400 cc bolus of feeding solution. The pt was diaphoretic, and was transferred to the emergency room for eval. There was no illness, injury or medical intervention resulting from the event.